Event description:
The customer reported that her blood glucose reached 419 mg/dl and that when she checked the adhesive, she noticed that it was wet. She removed the pod and saw that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for eval. Th customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contributed to the hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.